Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had asymptomatic runs of ventricular tachycardia (vt) stating that it felt like the pump was running rough intermittently. There were no ventricular assist device (vad) alarms. The event log file captured a lone low flow event on (B)(6) 2024 at 1022 where the estimated flow dropped right below the 2.5 lpm threshold but was not sustained long enough to trigger the audible alarm.

Event description:
Additional information was received that the patient had symptoms of flutter in the chest, presyncope, dizziness, and implantable cardioverter defibrillator (ICD)shock. The arrhythmia was reported to be sustained intermittently. The arrhythmia in this event was not thought to be device or therapy related. The patient was treated with lidocaine drip, ablation and started with mexiletine. The arrhythmia was resolved with the treatment and the low flows also resolved along with the arrhytmia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Furthermore, review of the submitted log file confirmed a low flow event that the account attributed to cardiac arrhythmia. The submitted controller event log file contained events from 02nov2024 ¿ 05nov2024, per the timestamps. A single low flow event was captured on 04nov2024; however, the event did not persist long enough to result in a low flow hazard alarm. No other notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.